Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a crack in a minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 03/20/2015 - 04/25/2015. The device was received and an evaluation was performed to investigate the reported event. During visual inspection, a crack was observed in the middle of the minicap along the knit line and above the outside finger ridges. An underwater functional pressure test was performed. During testing, a leak was detected due to the crack in the minicap. When the sample was connected to a transfer set luer, the sample appeared to have a small bulge along the knit line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, over-tightening of the minicap on the transfer set luer. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.